Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead experienced dislodgement. Due to this high pacing thresholds and loss of capture were observed. The patient has been hospitalized, and a lead revision will be performed on the near future. At this time, this lead remains in service. No further adverse patient effects were reported.